Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 39.5-39.7 cm from the distal tip consistent with lead friction to the ICD can

Event description:
This report is to advise of an event observed during analysis.